Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged eye and mouth irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 28, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, eye and mouth irritation. The patient also alleged the device shuts off during night and will not turn on/device not functioning and other thermal issues that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed observes an unknown dust contaminant on the front panel, top enclosure, rear panel, bottom enclosure and inlet of the blower box. An unknown contaminant is found underneath the flip door. A dust-like contaminant on the inside of the ui panel. A hair-like particle is observed in the blower box. A light dust-like contaminant is seen on the blower cap seal, and blower. An unknown contaminant is observed in the blower box and an unknown dust contaminant on the dry box of the humidifier. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Unable to address the patient's symptoms and confirm that the device powers off during the night. Sections d8, d9, h2, h3, h6 has been updated in this report.